Event description:
Attorney alleges, "on (B)(6) 2010, the patient was implanted with the bard/davol perfix plug in the course of a left inguinal hernia repair surgery." Attorney alleges, "further to the patient implantation with the product, the patient suffered the development of mesh erosion, mesh infection, adhesions, and chronic pain." Attorney alleges, "on (B)(6) 2012, the patient underwent corrective revision surgery." It is alleged that the patient "has suffered injuries, losses, and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences." Attorney alleges the patient suffered permanent injuries including scarring, disfigurement and chronic pain.", attorney alleges the patient pain, suffering and permanent physical disability. It is alleged that the patient continues to undergo medical care and treatment. It is also alleged that the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including disability, mesh erosion, mesh infection, chronic pain, adhesions and revision surgery. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The instructions-for-use supplied with the device lists adhesions as a possible complication. In regards to the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Should additional information be provided, a supplemental emdr will be submitted. Device not returned.